Event description:
Part 019761r tablet pc trex hd monitoring - repaired. The customer states that the 'tablet is heating up to a dangerous level'. Customer mentioned multiple tablets 4 in total. The tablets they have are heating up and keep on restarting, causing the lost of data. Event 3/4. No injuries.

Manufacturer narrative:
Initial report ref natus complaint# (B)(4). The defective part was returned. Engineering looked at the allegedly defective tablet and noted the following: - tablet has no issue, it is a little hot but it recorded for several days without any issue. Faillure confirmed: no. Investigation result code: neuro sbu/no issues noted. Closure rationale: complaint could not be verified, monitor for future occurrence. Complaint will be included in trending data for further review.

Event description:
Part 019761r tablet pc trex hd monitoring - repaired. The customer states that the 'tablet is heating up to a dangerous level'. Customer mentioned multiple tablets 4 in total. The tablets they have are heating up and keep on restarting, causing the lost of data. Event 1/4. No injuries.

Manufacturer narrative:
Initial report ref natus complaint# (B)(4). There are no CAPA's related to this issue. This complaint does not identify a deficiency in the product design and therefore a CAPA is not required. Per (B)(4) hazard ID 6.3, severity 11-negligible risk level medium. A risk review is not required as this complaint does not describe a new failure mode or new harm and the existing hazard severity and/or probability of occurrence has not changed. Per (B)(4), complaint histories are reviewed routinely per quality system requirements and any complaint trends are assessed and documented as part of these reviews. Device history record was reviewed, and no related faults/issue found. UDI number: not applicable. Install date: (B)(6) 2023. 15 august 2023: allegedly defective tablet was returned for evaluation. Awaiting investigation results.